Manufacturer narrative:
On 04 july 2016 it was prepared a final report with the information already submitted in the initial report. On 27 july 2016 the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
On 29 april 2016 the medical affairs director performed a clinical evaluation and commented as follows: femoral periprosthetic fracture 1 month after primary tha. A hairline fracture is reported in the analysis of the postoperative radiograph, although by the quality of the picture I don't think I can identify it, or at least not in the position that could have influenced the subsequent fracture. There is no report of traumatic event. Periprosthetic fractures are a known and described possible adverse event following tha. In this case, root cause for the event cannot be determined with the available information. Batch review performed on 02 may 2016. Lot 154516: (B)(4) items manufactured and released on 11 january 2016. Expiration date: 2020-11-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient had a primary surgery and a hairline fracture was noticed. The patient came back with a split femur and stem subsidence. The surgeon removed the stem, head and liner. X-rays available; explants not available.